Manufacturer narrative:
Results: quality engineering was unable to perform an investigation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that there was contrast visible in the hub. There was blood visible on the housing. The cutter was in the distal end of the housing. The balloon was loosely folded. There was no damage noted to the catheter. A new indeflator was filled with renografin 60 diluted 1:1 with water and the deflation times were taken and met mgf criteria. A new indeflator filled with renografin 60 diluted 1:1 with water was used to inflate the balloon and the inflation times met mfg criteria. The catheter was advanced through a new .087" guiding catheter and there was no resistance noted. The catheter was pressurized and then deflated and retracted from the guiding catheter. No resistance was noted. Product performance engineering was unable to perform an investigation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate could lead to distal infarct due to lack of flow, or the device may potentially need to be removed partially inflated which could result in vessel dissection. Potential for an injurious condition exists. Device issue: partial deflation. It was reported that the target lesion was the proximal lad which had no tortuosity, moderate calcification and 90% stenosis. Another company's dilatation device was used before performing directional coronary atherectomy (dca). The flexi-cut was advanced to the lesion and two cuts were made at 20 psi. The deflation time seemed longer than usual. The balloon did not deflate completely and was caught around the guiding catheter when it was pulled back into it. Another cut was made at 40 psi and the deflation time was longer than the previous. The physician believed there was a problem and attempted to remove the flexi-cut from the patient's body. The balloon was unable to deflate completely. Attempts were made to deflate with the indeflator but it would still not fully deflate. Finally the balloon was pulled into the guiding catheter still partially inflated. A new flexi-cut was used and dca was completed. No additional event or pt info is available.